Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report being hospitalized due to low blood glucose levels. Customer stated that the sensor was unresponsive and did not inform customer that their blood glucose was low. The customer's blood glucose level at time of admission was 35 mg/dl. The device was replaced and informed the customer to return the faulty items.